Event description:
It was reported that during infusion the device, warming, blood and plasma IV set caused the reservoir of the fluid warmer to fill with blood. The reporter stated there was no medical intervention required, blood infusion discontinued. No patient adverse effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: UDI number: complete UDI number is unknown. The concomitant product was being used along with the tubing during the reported event, but there was no reportable malfunction of the device. No product or photos were returned therefore no device analysis could be completed. Without the return of the product involved a comprehensive failure investigation cannot be carried out, and a probable cause cannot be determined. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.